Event description:
A physician reported who received her first skin test on 30 september 1997. In mid november 1997, six weeks after the skin test, the test site developed swelling,redness, and induration. The pt also developed episodes of hypotension. The week of 16 february 1998, there was 2cm circumference of swelling and induration at the test site, redness, tumor-like as well as continued episodes of hypotension. The physician prescribed oral antihistamines for weeks which was ineffective. He considered excision of the test area.